Event description:
Registered nurse (rn) assessed intra-aortic balloon pump (iabp). Fiber-optics not transducing or producing wave on console. Rn assessed black flecks in drive line. Physician's assistant (pa) called to bedside. Pa immediately disconnected iabp catheter as indicated. Upon removal, iabp catheter was tortuous and twisted with a large hole present. No balloon pump alarms went off to detect a helium loss. No apparent harm to patient.